Event description:
It was reported during a thyroid procedure, the tip broke off but was retrieved. Another like device was used to complete the case. No adverse pt consequence was reported.

Manufacturer narrative:
Date sent: 06/05/2008. Info anticipated, but unavailable at this time.